Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). Device evaluation: per initial report product is not available for evaluation therefore complaint could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) back haptic got stuck in the injector and broke off when the doctor was placing it in the patient¿s eye. The doctor stated that there was no harm to the patient. It was also stated that the incision was enlarged to be able to use the lens cutting scissors to remove the lens. No further information was provided.